Manufacturer narrative:
H3. Analysis of the catheter identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 10 mg/ml 2.002 mg/day via an implantable pump. It was reported that the patient underwent a dye study on (B)(6) 2025. During the procedure, the catheter was successfully aspirated, and dye was injected, confirming dye exit at the catheter tip. On (B)(6) 2025, it was noted that a catheter revision was scheduled for (B)(6) 2025 to evaluate if can improve flow of medication. The cause of the event was unknown. The issue was not resolved. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that there was a piece of the pump segment that appeared to be severed. The catheter was able to be successfully aspirated and did not show any visual leaking of fluid. The patient lives in a rehab facility. Spends a lot of time in bed or wheelchair. The whole catheter was removed and will be returned for analysis. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.